Event description:
It was reported that the drive support cap was protruded. Advised the caller to revert to back up plan. The customer's blood glucose reading was 270mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a protruded/loose drive support disk.